Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was having increased charging frequency on the implantable pulse generator (ipg). The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.